Manufacturer narrative:
Iliac screw instrumentation including mpa screws (details not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Post-operative complications were reported in retrospective analysis of prospectively-collected database in which 67 consecutive adults at one center underwent unilateral (n=33) or bilateral (n=34) iliac screw fixation as part of their lumbosacral fusion. It was reported two patients had screw fractures sometime post-op. No further details were provided.